Manufacturer narrative:
Event site postal code: (B)(6). Iab sensor failure: malfunction or signal loss from the fiber optic pressure sensor in an intra-aortic balloon catheter, critical for accurate pressure waveform and pump timing. Causes of a sensor failure: a sensor failure can result from the following: optical sensor kink. Break in sensor. Connector issue. Effects: loss/poor waveform, calibration/alarm errors, pump unable to detect sensor. Trend and investigation: monthly trend reviews; triggers investigated via CAPA. Since dec 2023: 1 cr (closed ¿ no CAPA required); 14 complaints in oct 2024 within expected rate; no safety risk identified. Risk analysis (dfmea): failure modes include insertion difficulty, lumen/sensor damage, migration causing fiber break. Severity low (2¿3), occurrence low (1), risk index 0. Labeling review: ifus for sensation, sensation plus, transray plus include alarms (iva1¿iva4) and precautions for proper connection and alternate pressure source. Conclusion: no escalations required; risk within profile; IFU addresses failure; no non-conforming or counterfeit product identified.

Event description:
It was reported through a direct call from the customer to the emergency support program (esp), fiber-optic (fo) sensor failure alarm on a cardiosave during use. There was no kink or fold in the fo cable and the fo sensor cable was unplugged and re plugged once before. Steps were repeated, verifying that it was arrow to arrow and seated appropriately, which was unsuccessful. Esp personnel reviewed the steps to transition from fo to transducer as the pressure source and requested she coil, tape and label the fo cable as ¿fiber-optic sensor failure. Do not use.¿